Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl after failing to complete a supply change before running out of insulin. The user administered a manual injection and later performed a supply change. Bg values remained elevated during a subsequent meal without a meal announcement but were expected to correct with the algorithm. No symptoms were reported, and no medical intervention was required.